Event description:
A report was received that the patient had contacts with high impedances. The patient underwent a lead revision and the lead was replaced with a new one. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had contacts with high impedances. The patient underwent a lead revision and the lead was replaced with a new one. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead (sc-8216-50/sn#(B)(4)) passed mechanical test. The complaint has been confirmed. Visual inspection revealed that three of the cables were completely broken at the bent/kinked location of the lead, 1 cm from the clik anchor set screw mark. Additionally, there are minor burn marks on the insulation of the lead. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve.

Event description:
A report was received that the patient had contacts with high impedances. The patient underwent a lead revision and the lead was replaced with a new one. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead (B)(4) passed visual, electrical, mechanical and photographic imaging tests performed. Device evaluation indicated that the lead (B)(4) passed lead dimensional test, diameter and lead electrode pitch test. The complaint has been confirmed. Visual inspection revealed that three of the cables were completely broken at the bent/kinked location of the lead, 1 cm from the clik anchor set screw mark. Additionally, there are minor burn marks on the insulation of the lead. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve. Device evaluation indicated that the clik anchor passed visual, and photographic imaging tests performed.